Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 2/23/15 with the following results: ¿power¿ complaint is duplicated. The pump cover was removed, no further moisture ingress or any intermittent condition was found inside the pump. Moisture corrosion is observed in the battery canister. The pump failed a leak test due a battery compartment leak. The pump is unable to power up and completely unresponsive. The battery compartment is cracked at threads on the side and below the bumper grip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.